Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the control printed circuit board was pointed out as defective and was replaced to solve the issue. After successful replacement new technical errors were generated due to defective air gas module, o2 gas module and dc/dc & standard connectors printed circuit board. Technical error 10 indicates that the valves_disabled signal has stopped power supply to gas modules and safety valve (ventilation disabled). Control pcb contains electronics (including microprocessor) responsible for i.a. Inspiratory pressure regulation which can be used during inspiration time in any mode. The air and o2 gas module regulates the inspiratory gas flow and gas mixture. Dc/dc & standard connectors printed circuit board converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages. Unfortunately the device¿s logs and defective parts were not available for further analysis. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that ventilator generated a technical error code, which indicates that ventilation has stopped. There was no patient harm. Manufacturer's ref. #: (B)(4).